Manufacturer narrative:
The investigation of the reported incident involved a review of our complaint history database, a review of our mfg non-conforming material database along with the visual inspection and function testing of returned product samples. Note: the suspect device was not returned. The complaint history review revealed that this is the first related complaint recorded against the one identified lot. There were no non-conforming material reports for the lot numbers of the products received for eval. Eval summary: the customer returned samples from the lot number which was identified in the initial report along with samples from four (4) add'l lots. Sixty-one (61) samples were received in total and each of these were first visually inspected, no defects or other issues were found. Each sample was then hand activated for safety shield testing. There was no 'camming' or shield breakage observed for any of the sixty-one (61) samples. The reported issues was not replicated - unable to confirm reported issue as being related to the mfg process. Regulatory compliance will continue to monitor the condition and the lot numbers that were investigated.

Event description:
This incident occurred in (B)(6) and was reported on (B)(6) 2009. The report stated the following verbatim, "following withdrawal of needle, the safety guard failed to close fully." The product was identified and one (1) lot number was provided. It also stated that the pt did not suffer any adverse effects and there was no surgical intervention, however, the regulatory authority in (B)(6) would be informed. Samples from multiple lots were subsequently returned. On (B)(6) 2009, a report received from the regulatory authority in that country ((B)(4)) identified the same product, but the lot number was given as 'unk'. The verbatim was as follows: "staff member in (B)(6) medicine dept suffered a needle stick injury when the needle guard failed to close fully. Pt was (B)(6)". F/u and review of all the info revealed that both reports concerned the same incident. To date there has been no confirmation on whether or not the affected health care worker received any first aid, medical or surgical intervention, following the incident.